Manufacturer narrative:
This product is expected to be returned for analysis. This report will be updated once analysis is completed.

Event description:
Boston scientific received information that during an implant procedure, this right atrial (ra) lead dislodged multiple times. The physician was eventually able to find a good position and the procedure was completed. At the pre-discharge check, the ra lead was observed to have dislodged again. Surgical intervention was performed and the ra lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead passed resistance testing and microscopic inspection of the terminal pin assembly and electrode tip found no anomalies. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.